Manufacturer narrative:
This MDR is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. The devices were evaluated in the field and the issue was confirmed; 6 devices had damaged/broken components, 2 had worn components, and 1 had a bent component. The devices were repaired and returned. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes <noe> 9 </noe> malfunction events, where it was reported the brakes or big wheel were difficult to engage, or could not be engaged. There was no patient involvement.